Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed shock impedance measurements of greater than 125 ohms. Additional information from the local field representative indicated that the lead was tested with pacing system analyzer (psa), however, no source of malfunction was determined. This rv lead was surgically abandoned and the physician opted to place a new rv lead. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.